Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs/perforation (fallopian tube(s))/the device had embedded in fallopian tube/migration of implant"), uterine perforation ("perforation (uterus)") and genital haemorrhage ("bleeding /blood clots") in a 34-year-old female patient who had essure (batch no. 628045) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included smear cervix abnormal, reactive airways disease, fibroids in 2017, thyroid disorder, vaginitis, latex allergy, dysfunctional uterine bleeding and atypical squamous cells of undetermined significance. Plaintiff has done test for astigmatism. Previously administered products included for an unreported indication: singulair from 2001 to 2002, albuterol in 2001, prednisone, fluticasone and omeprazole. Concurrent conditions included obesity, asthma since 2001, shoulder pain since 2014, automobile accident since 2014, sickle cell trait, constipation, skin papilloma, post procedural bleeding, mass and menses irregular. Family history included sickle cell disease (in mother), uterine cancer (maternal grandmother) and sickle cell trait (son). Concomitant products included fluticasone propionate;salmeterol xinafoate (advair) and ibuprofen. In (B)(6)2009, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), the first episode of dermatitis allergic ("allergy or hypersensitivity reaction: rashes around vaginal / thigh area"), migraine ("migraines"), headache ("headaches") and allergy to metals ("nickel allergy") with dysgeusia. On (B)(6)2009, the patient had essure inserted. On (B)(6)2009, the patient experienced menorrhagia ("heavier longer menstrual cycles/abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6)2009, the patient experienced hot flush ("hormonal changes describe: hot/ cold flashes"), feeling cold ("hormonal changes describe: hot/ cold flashes") and mood swings ("mood swings"). In (B)(6)2009, the patient experienced pelvic pain ("pelvic pains/pain") and dysmenorrhoea ("menstrual cycles that were usually painful/dysmenorrhea (cramping)"). In 2009, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression"), the second episode of dermatitis allergic ("allergy or hypersensitivity reaction: rashes around vaginal / thigh area"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and nausea ("nausea"). In 2012, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal) type: bladder infection"). In (B)(6)2012, the patient experienced abdominal pain ("cramping/ abdominal pain") and back pain ("back pain"). In (B)(6)2013, the patient was found to have body temperature fluctuation ("hormonal changes describe: I go from cold to hot") and experienced hyperhidrosis ("hormonal changes describe: have sweats") and irritability ("hormonal changes describe: I am always irritated"). In 2013, the patient experienced vaginal discharge ("vaginal discharge"). In 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and blister ("rashes or skin conditions type: blisters"). In 2015, the patient experienced fatigue ("fatigue"). On (B)(6)-2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti's"), bacterial infection ("infection (bladder/urinary tract/vaginal) type: bacteria"), goitre ("autoimmune disorder type of disorder: advised I had enlarge thyroids"), paraesthesia ("hand and legs tingle"), hypoaesthesia ("numbness"), vision blurred ("vision/eye problems type: blurred visions worsen"), bowel movement irregularity ("gastrointestinal or digestive system condition type: cramping irregular bowel movements"), gastrointestinal pain ("gastrointestinal or digestive system condition type: cramping irregular bowel movements"), pain in extremity ("right leg pain"), abdominal pain upper ("pain right side stomach of my stomach") and hypersensitivity ("allergic or hypersensitivity reaction") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, she had surgery to remove the essure implant,hysterectomy with bilateral salpingectomy on(B)(6)2017 and ablation). Essure was removed on (B)(6)2017. At the time of the report, the fallopian tube perforation, uterine perforation, abdominal pain, pelvic pain, menorrhagia, body temperature fluctuation, hyperhidrosis, vaginal haemorrhage, female sexual dysfunction, back pain, pain in extremity, allergy to metals and hypersensitivity had resolved, the genital haemorrhage, dysmenorrhoea, irritability, urinary tract infection, cystitis, bacterial infection, anxiety, depression, goitre, blister, the last episode of dermatitis allergic, bladder disorder, urinary tract disorder, migraine, headache, nausea, paraesthesia, hypoaesthesia, vision blurred, fatigue, weight decreased, bowel movement irregularity, gastrointestinal pain, abdominal pain upper, hot flush, feeling cold and mood swings outcome was unknown and the vaginal discharge was resolving. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, anxiety, back pain, bacterial infection, bladder disorder, blister, body temperature fluctuation, bowel movement irregularity, cystitis, depression, dysmenorrhoea, fallopian tube perforation, fatigue, feeling cold, female sexual dysfunction, gastrointestinal pain, genital haemorrhage, goitre, headache, hot flush, hyperhidrosis, hypersensitivity, hypoaesthesia, irritability, menorrhagia, migraine, mood swings, nausea, pain in extremity, paraesthesia, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vision blurred, weight decreased, the first episode of dermatitis allergic and the second episode of dermatitis allergic to be related to essure. The reporter commented: plaintiff claim that essure worsened a previously existing injury/condition that are vision/eye problems. Current weight 155 lbs. Discrepancy noted: product explanted date is reported as (B)(6)2017 and bilateral salpingectomy done on (B)(6)2017. If you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal? No diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Hysterosalpingogram - on (B)(6)2009: results: total bilateral occlusion. Successful blockage of fallopian tubes; on (B)(6)2009: results: total bilateral occlusion. Successful blockage of fallopian tubes. Pregnancy test - on an unknown date: negative. Ultrasound breast - on an unknown date: left breast sonography has done reults no mass or suspicious sonographic findings are identified. No breast cyst is visualized. Surgical pathology report - one fallopian tube shows a small benign paratubal cyst.. Ultrasound pelvis - on an unknown date: impression: unremarkable transvaginal ultrasound of the pelvis.. Ultrasound thyroid - on (B)(6)2012: results: thyroid gland not enlarged no thyroid mass or cyst. Concerning the injuries reported in this case, the following one/ones were described in patient¿s mr: abnormal vaginal bleeding, urinary tract infection, pelvic pain,abdominal pain and bloating. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: pfs received, event added- mood swings. Events onset date added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs/perforation (fallopian tube(s))/the device had embedded in fallopian tube/migration of implant"), uterine perforation ("perforation (uterus)") and genital haemorrhage ("bleeding /blood clots") in a 34-year-old female patient who had essure (batch no. 628045) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included smear cervix abnormal, reactive airways disease and fibroids in 2017. Plaintiff has done test for astigmatism. Previously administered products included for an unreported indication: singulair from 2001 to 2002 and albuterol in 2001. Concurrent conditions included obesity, asthma since 2001, shoulder pain since 2014, automobile accident since 2014, sickle cell trait, constipation, skin papilloma, post procedural bleeding, mass and menses irregular. Concomitant products included fluticasone propionate;salmeterol xinafoate (advair) and ibuprofen. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced menorrhagia ("heavier longer menstrual cycles/abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2009, the patient experienced hot flush ("hormonal changes describe: hot/ cold flashes") and feeling cold ("hormonal changes describe: hot/ cold flashes"). In (B)(6) 2009, the patient experienced pelvic pain ("pelvic pains/pain") and dysmenorrhoea ("menstrual cycles that were usually painful/dysmenorrhea (cramping)"). In 2009, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression"), vulvovaginal rash ("allergy or hypersensitivity reaction: rashes around vaginal / thigh area"), rash ("allergy or hypersensitivity reaction: rashes around vaginal / thigh area"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In (B)(6) 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2012, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal) type: bladder infection"). In (B)(6) 2012, the patient experienced abdominal pain ("cramping/ abdominal pain") and back pain ("back pain"). In (B)(6) 2013, the patient was found to have body temperature fluctuation ("hormonal changes describe: I go from cold to hot") and experienced hyperhidrosis ("hormonal changes describe: have sweats") and irritability ("hormonal changes describe: I am always irritated"). In 2013, the patient experienced vaginal discharge ("vaginal discharge"). In 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and blister ("rashes or skin conditions type: blisters"). In 2015, the patient experienced fatigue ("fatigue"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti's"), bacterial infection ("infection (bladder/urinary tract/vaginal) type: bacteria"), goitre ("autoimmune disorder type of disorder: advised I had enlarge thyroids"), paraesthesia ("hand and legs tingle"), hypoaesthesia ("numbness"), vision blurred ("vision/eye problems type: blurred visions worsen"), bowel movement irregularity ("gastrointestinal or digestive system condition type: cramping irregular bowel movements"), gastrointestinal pain ("gastrointestinal or digestive system condition type: cramping irregular bowel movements"), pain in extremity ("right leg pain"), abdominal pain upper ("pain right side stomach of my stomach"), allergy to metals ("nickel allergy") with dysgeusia and hypersensitivity ("allergic or hypersensitivity reaction") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, she had surgery to remove the essure implant,hysterectomy with bilateral salpingectomy on (B)(6) 2017 and ablation). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, abdominal pain, pelvic pain, menorrhagia, body temperature fluctuation, hyperhidrosis, vaginal haemorrhage, female sexual dysfunction, back pain, pain in extremity, allergy to metals and hypersensitivity had resolved, the genital haemorrhage, dysmenorrhoea, irritability, urinary tract infection, cystitis, bacterial infection, anxiety, depression, goitre, blister, vulvovaginal rash, rash, bladder disorder, urinary tract disorder, migraine, headache, nausea, paraesthesia, hypoaesthesia, vision blurred, fatigue, weight decreased, bowel movement irregularity, gastrointestinal pain, abdominal pain upper, hot flush and feeling cold outcome was unknown and the vaginal discharge was resolving. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, anxiety, back pain, bacterial infection, bladder disorder, blister, body temperature fluctuation, bowel movement irregularity, cystitis, depression, dysmenorrhoea, fallopian tube perforation, fatigue, feeling cold, female sexual dysfunction, gastrointestinal pain, genital haemorrhage, goitre, headache, hot flush, hyperhidrosis, hypersensitivity, hypoaesthesia, irritability, menorrhagia, migraine, nausea, pain in extremity, paraesthesia, pelvic pain, rash, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal rash and weight decreased to be related to essure. The reporter commented: plaintiff claim that essure worsened a previously existing injury/condition that are vision/eye problems. Current weight 155 lbs. Discrepancy noted: product explanted date is reported as (B)(6) 2017 and bilateral salpingectomy done on (B)(6) 2017. If you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal? No. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Successful blockage of fallopian tubes; on (B)(6) 2009: results: total bilateral occlusion. Successful blockage of fallopian tubes. Ultrasound breast - on an unknown date: left breast sonography has done reults no mass or suspicious sonographic findings are identified. No breast cyst is visualized. Surgical pathology report - one fallopian tube shows a small benign paratubal cyst.. Ultrasound thyroid - on (B)(6) 2012: results: thyroid gland not enlarged no thyroid mass or cyst. Concerning the injuries reported in this case, the following one/ones were described in patient¿s mr: abnormal vaginal bleeding, urinary tract infection, pelvic pain,abdominal pain and bloating. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-feb-2019: pfs received : event "rash was updated as rashes around vaginal / thigh and recoded to vaginal rash and rash. Event hot/ cold flashes " was added. Onset date of event was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs/perforation (fallopian tube(s))/the device had embedded in fallopian tube/migration of implant"), uterine perforation ("perforation (uterus)") and genital haemorrhage ("bleeding /blood clots") in a 34-year-old female patient who had essure (batch no. 628045) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included smear cervix abnormal and reactive airways disease. Previously administered products included for an unreported indication: singulair from 2001 to 2002 and albuterol in 2001. Concurrent conditions included obesity, asthma since 2001, shoulder pain since 2014, automobile accident since 2014, sickle cell trait, constipation, skin papilloma, post procedural bleeding, mass and menses irregular. Concomitant products included ibuprofen and seretide (advair). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("pelvic pains/pain") and dysmenorrhoea ("menstrual cycles that were usually painful/dysmenorrhea (cramping)"). In 2009, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In (B)(6) 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2012, the patient experienced menorrhagia ("heavier longer menstrual cycles/abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2012, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal) type: bladder infection"). In (B)(6) 2012, the patient experienced abdominal pain ("cramping/ abdominal pain") and back pain ("back pain"). In (B)(6) 2013, the patient experienced body temperature fluctuation ("hormonal changes describe: I go from cold to hot"), hyperhidrosis ("hormonal changes describe: have sweats") and irritability ("hormonal changes describe: I am always irritated"). In 2013, the patient experienced vaginal discharge ("vaginal discharge"). In 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), blister ("rashes or skin conditions type: blisters") and rash ("rashes"). In 2015, the patient experienced fatigue ("fatigue"). On (B)(6) 2017, 8 years 3 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti's"), bacterial infection ("infection (bladder/urinary tract/vaginal) type: bacteria"), goitre ("autoimmune disorder type of disorder: advised I had enlarge thyroids"), paraesthesia ("hand and legs tingle"), hypoaesthesia ("numbness"), vision blurred ("vision/eye problems type: blurred visions worsen"), weight decreased ("weight gain / loss specify which one: weight loss"), bowel movement irregularity ("gastrointestinal or digestive system condition type: cramping irregular bowel movements"), gastrointestinal pain ("gastrointestinal or digestive system condition type: cramping irregular bowel movements"), pain in extremity ("right leg pain"), abdominal pain upper ("pain right side stomach of my stomach"), allergy to metals ("nickel allergy") and hypersensitivity ("allergic or hypersensitivity reaction"). The patient was treated with surgery (she had surgery to remove the essure implant,hysterectomy with bilateral salpingectomy on (B)(6) 2017), surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, abdominal pain, pelvic pain, menorrhagia, body temperature fluctuation, hyperhidrosis, vaginal haemorrhage, female sexual dysfunction, back pain, pain in extremity, allergy to metals and hypersensitivity had resolved, the genital haemorrhage, dysmenorrhoea, irritability, urinary tract infection, cystitis, bacterial infection, anxiety, depression, goitre, blister, rash, bladder disorder, urinary tract disorder, migraine, headache, nausea, paraesthesia, hypoaesthesia, vision blurred, fatigue, weight decreased, bowel movement irregularity, gastrointestinal pain and abdominal pain upper outcome was unknown and the vaginal discharge was resolving. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, anxiety, back pain, bacterial infection, bladder disorder, blister, body temperature fluctuation, bowel movement irregularity, cystitis, depression, dysmenorrhoea, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal pain, genital haemorrhage, goitre, headache, hyperhidrosis, hypersensitivity, hypoaesthesia, irritability, menorrhagia, migraine, nausea, pain in extremity, paraesthesia, pelvic pain, rash, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vision blurred and weight decreased to be related to essure. The reporter commented: plaintiff claim that essure worsened a previously existing injury/condition that are vision/eye problems. Current weight 155 lbs. Discrepancy noted: product explanted date is reported as (B)(6) 2017 and bilateral salpingectomy done on (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion.; on (B)(6) 2009: total bilateral occlusion ultrasound thyroid - on (B)(6) 2012: thyroid gland not enlarged no thyroid mass or cyst plaintiff has done test for astigmatism. Left breast sonography has done reults no mass or suspicious sonographic findings are identified. No breast cyst is visualized. Surgical pathology report - one fallopian tube shows a small benign paratubal cyst. Concerning the injuries reported in this case, the following one/ones were described in patient¿s mr: abnormal vaginal bleeding, urinary tract infection, pelvic pain,abdominal pain, bloating . Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 2-nov-2018: pfs recevied. New reporters added. Product implant date updated. Lot no. Added.events:nickel allergy and hypersensitivity were added. Event outcome updated. Concomitant condition were added. Lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs/perforation (fallopian tube(s))/the device had embedded in fallopian tube/migration of implant"), uterine perforation ("perforation (uterus)") and genital haemorrhage ("bleeding /blood clots") in a 34-year-old female patient who had essure (batch no. 628045) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included smear cervix abnormal and reactive airways disease. Previously administered products included for an unreported indication: singulair from 2001 to 2002 and albuterol in 2001. Concurrent conditions included obesity, asthma since 2001, shoulder pain since 2014, automobile accident since 2014, sickle cell trait, constipation, skin papilloma, post procedural bleeding, mass and menses irregular. Concomitant products included fluticasone propionate;salmeterol xinafoate (advair) and ibuprofen. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("pelvic pains/pain") and dysmenorrhoea ("menstrual cycles that were usually painful/dysmenorrhea (cramping)"). In 2009, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In (B)(6) 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2012, the patient experienced menorrhagia ("heavier longer menstrual cycles/abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2012, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal) type: bladder infection"). In (B)(6) 2012, the patient experienced abdominal pain ("cramping/ abdominal pain") and back pain ("back pain"). In (B)(6) 2013, the patient was found to have body temperature fluctuation ("hormonal changes describe: I go from cold to hot") and experienced hyperhidrosis ("hormonal changes describe: have sweats") and irritability ("hormonal changes describe: I am always irritated"). In 2013, the patient experienced vaginal discharge ("vaginal discharge"). In 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), blister ("rashes or skin conditions type: blisters") and rash ("rashes"). In 2015, the patient experienced fatigue ("fatigue"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 8 years 3 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti's"), bacterial infection ("infection (bladder/urinary tract/vaginal) type: bacteria"), goitre ("autoimmune disorder type of disorder: advised I had enlarge thyroids"), paraesthesia ("hand and legs tingle"), hypoaesthesia ("numbness"), vision blurred ("vision/eye problems type: blurred visions worsen"), bowel movement irregularity ("gastrointestinal or digestive system condition type: cramping irregular bowel movements"), gastrointestinal pain ("gastrointestinal or digestive system condition type: cramping irregular bowel movements"), pain in extremity ("right leg pain"), abdominal pain upper ("pain right side stomach of my stomach"), allergy to metals ("nickel allergy") and hypersensitivity ("allergic or hypersensitivity reaction") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). The patient was treated with surgery to remove the essure implant,hysterectomy with bilateral salpingectomy on (B)(6) 2017 and ablation). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, abdominal pain, pelvic pain, menorrhagia, body temperature fluctuation, hyperhidrosis, vaginal haemorrhage, female sexual dysfunction, back pain, pain in extremity, allergy to metals and hypersensitivity had resolved, the genital haemorrhage, dysmenorrhoea, irritability, urinary tract infection, cystitis, bacterial infection, anxiety, depression, goitre, blister, rash, bladder disorder, urinary tract disorder, migraine, headache, nausea, paraesthesia, hypoaesthesia, vision blurred, fatigue, weight decreased, bowel movement irregularity, gastrointestinal pain and abdominal pain upper outcome was unknown and the vaginal discharge was resolving. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, anxiety, back pain, bacterial infection, bladder disorder, blister, body temperature fluctuation, bowel movement irregularity, cystitis, depression, dysmenorrhoea, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal pain, genital haemorrhage, goitre, headache, hyperhidrosis, hypersensitivity, hypoaesthesia, irritability, menorrhagia, migraine, nausea, pain in extremity, paraesthesia, pelvic pain, rash, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vision blurred and weight decreased to be related to essure. The reporter commented: plaintiff claim that essure worsened a previously existing injury/condition that are vision/eye problems. Current weight 155 lbs. Discrepancy noted: product explanted date is reported as (B)(6) 2017 and bilateral salpingectomy done on (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion; on (B)(6) 2009: results: total bilateral occlusion.. Ultrasound thyroid - on (B)(6) 2012: results: thyroid gland not enlarged no thyroid mass or cyst. Plaintiff has done test for astigmatism. Left breast sonography has done reults no mass or suspicious sonographic findings are identified. No breast cyst is visualized. Surgical pathology report - one fallopian tube shows a small benign paratubal cyst. Concerning the injuries reported in this case, the following one/ones were described in patient¿s mr: abnormal vaginal bleeding, urinary tract infection, pelvic pain,abdominal pain and bloating. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-nov-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs/perforation (fallopian tube(s))/the device had embedded in fallopian tube/migration of implant"), uterine perforation ("perforation (uterus)") and genital haemorrhage ("bleeding /blood clots") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included smear cervix abnormal and reactive airways disease. Previously administered products included for an unreported indication: singulair from 2001 to 2002 and albuterol in 2001. Concurrent conditions included obesity, asthma since 2001, shoulder pain since 2014, automobile accident since 2014, sickle cell trait, constipation and skin papilloma. Concomitant products included ibuprofen and seretide (advair). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("pelvic pains/pain") and dysmenorrhoea ("menstrual cycles that were usually painful/dysmenorrhea (cramping)"). In 2009, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In (B)(6) 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2012, the patient experienced menorrhagia ("heavier longer menstrual cycles/abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2012, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal) type: bladder infection"). In (B)(6) 2012, the patient experienced abdominal pain ("cramping/ abdominal pain") and back pain ("back pain"). In (B)(6) 2013, the patient experienced body temperature fluctuation ("hormonal changes describe: I go from cold to hot"), hyperhidrosis ("hormonal changes describe: have sweats") and irritability ("hormonal changes describe: I am always irritated"). In 2013, the patient experienced vaginal discharge ("vaginal discharge"). In 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), blister ("rashes or skin conditions type: blisters") and rash ("rashes"). In 2015, the patient experienced fatigue ("fatigue"). On (B)(6) 2017, 8 years 3 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti's"), bacterial infection ("infection (bladder/urinary tract/vaginal) type: bacteria"), goitre ("autoimmune disorder type of disorder: advised I had enlarge thyroids"), paraesthesia ("hand and legs tingle"), hypoaesthesia ("numbness"), vision blurred ("vision/eye problems type: blurred visions worsen"), weight decreased ("weight gain / loss specify which one: weight loss"), bowel movement irregularity ("gastrointestinal or digestive system condition type: cramping irregular bowel movements"), gastrointestinal pain ("gastrointestinal or digestive system condition type: cramping irregular bowel movements"), pain in extremity ("right leg pain") and abdominal pain upper ("pain right side stomach of my stomach"). The patient was treated with surgery (she had surgery to remove the essure implant, bilateral salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, genital haemorrhage, abdominal pain, menorrhagia, dysmenorrhoea, body temperature fluctuation, hyperhidrosis, irritability, vaginal haemorrhage, urinary tract infection, cystitis, bacterial infection, female sexual dysfunction, anxiety, depression, goitre, blister, rash, bladder disorder, urinary tract disorder, migraine, headache, nausea, paraesthesia, hypoaesthesia, vision blurred, fatigue, weight decreased, bowel movement irregularity, gastrointestinal pain, back pain, pain in extremity and abdominal pain upper outcome was unknown and the pelvic pain and vaginal discharge was resolving. The reporter considered abdominal pain, abdominal pain upper, anxiety, back pain, bacterial infection, bladder disorder, blister, body temperature fluctuation, bowel movement irregularity, cystitis, depression, dysmenorrhoea, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal pain, genital haemorrhage, goitre, headache, hyperhidrosis, hypoaesthesia, irritability, menorrhagia, migraine, nausea, pain in extremity, paraesthesia, pelvic pain, rash, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vision blurred and weight decreased to be related to essure. The reporter commented: plaintiff claim that essure worsened a previously existing injury/condition that are vision/eye problems. Current weight 155 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Ultrasound thyroid - on (B)(6) 2012: thyroid gland not enlarged no thyroid mass or cyst plaintiff has done test for astigmatism. Left breast sonography has done results no mass or suspicious sonographic findings are identified. No breast cyst is visualized. Surgical pathology report - one fallopian tube shows a small benign paratubal cyst. Concerning the injuries reported in this case, the following one/ones were described in patient¿s mr: abnormal vaginal bleeding, urinary tract infection, pelvic pain. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received, patient demographic updated. Events: hormonal changes describe: I go from cold to hot, have sweats. I am always irritated, abnormal bleeding (vaginal), infection (bladder/urinary tract/vaginal) type: uti's, bladder infection, bacteria, apareunia (inability to have sexual intercourse), anxiety and depression, autoimmune disorder type of disorder: enlarge thyroids, blisters, rashes, bladder or urinary problems or changes, migraines / headaches, nausea, neurological conditions or problems type: hand and legs tingle and numbness, dysmenorrhea (cramping), pain, vaginal discharge, vision/eye problems type: blurred visions worsen, fatigue, perforation (uterus), weight loss, cramping irregular bowel movements added, back pain, right side stomach pain, right leg pain. Event onset dates added. Concomitant and historical conditions added. Historical and concomitant drugs added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), device dislocation ("migration of implant") and genital haemorrhage ("bleeding /blood clots") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced abdominal pain ("cramping/ abdominal pain"), pelvic pain ("pelvic pains"), menorrhagia ("heavier longer menstrual cycles") and dysmenorrhoea ("menstrual cycles that were usually painful"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (she had surgery to remove the essure implant) . Essure was removed on (B)(6) 2017. At the time of the report, the perforation, device dislocation, genital haemorrhage, abdominal pain, pelvic pain, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and perforation to be related to essure. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 10-nov-2017: reporter information updated and lawyers added (legal case). The patient implanted essure on (B)(6) 2009. Events migration of implant, perforation of organs added and updated events bleeding /blood clots (previously reported as bleeding), pelvic pains/ pain (previously reported as pelvic pains). On (B)(6) 2017, she had surgery to remove the essure implant. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.